Event description:
New information noted post-paced t-wave oversensing reoccurred on (B)(6) 2018. The physician elected to make no changes and would continue to monitor the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic after a patient notifier. Upon interrogation of the implantable cardioverter defibrillator, post-paced t-wave oversensing was seen. Programming changes were made and the patient was stable.